Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report: 3006697299-2019-00156.

Event description:
This is 2 of 2 reports. During surgery, the user found the cusa system did not work; it did not detect the handpiece. After some time, the same issue came with another unit. After thorough investigation within the house biomedical, they indicated the two handpieces were defective. Additional information has been requested.

Manufacturer narrative:
Corrected information: d1, d4 additional information received: patient was under anesthesia and there was an unknown increase in surgical time. The surgery performed was a neuro/cranial tumor resection. No patient injury reported. The outcome of the patient was noted as ¿good¿. Additional information also provided the product reference and serial numbers as product ID c2602, serial number (B)(6). The distributor stated, ¿it is not possible to know which unit was used during which surgery." The inspection was done via two visits, first visit was in (B)(6)2019 which was performed on a handpiece and there was an amplitude problem. The same problem appeared with another handpiece which was confirmed. It was determined the issue was caused by the ultrasonic board. Second visit was in (B)(6)2019, where a third hand piece was brought in to check against both machines, and the problem was fixed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Additional information; the device was returned for evaluation. The issue appears to be with the console rather than the handpiece. The technician found the transducer has low power, stated problem with the console. Housing and o-rings for coliform were exchanged. Device was calibrated and retested. The reported complaint was unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) director of regulatory programs, office of product evaluation and quality and (B)(4) assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a